Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One unused set was received in original packaging reference to particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Set was visually inspected and noted particles on the cap of the supply line. This complaint is for a report of particulate matter (pm). The sample evaluation indicates particulate outside of the fluid path of the cassette. The complaint was confirmed in the lab for pm. A root cause of the complaint was not determined. The particulate in this complaint outside of the fluid path is considered a cosmetic minor defect that would not affect the integrity of the set. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that a black spot was found on the supply line. No patient injury is reported.